Event description:
Event description boston scientific received information that during the implant procedure of this right ventricular (rv) lead in october 2004, the patient became hypotensive. The patient was transferred to the operating room due to a possible lead perforation as pericardial fluid was noted. The lead was tested and exhibited high threshold and impedance measurements. The lead was repositioned and improved threshold and impedance measurements were obtained. At a later date, the patient returned for a follow-up visit and increased rv threshold measurements were noted. The pacemaker was then programmed to the higher output with the knowledge that the device might deplete faster than normal. During the device replacement procedure, in july 2006, the rv lead was abandoned surgically.